Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the ventilator failed system pressure testing. The customer reported patient involvement is unknown and there was no patient harm reported.